Manufacturer narrative:
D.6a and d.6b are unknown. The investigation into the pump stop issue has been completed since the original report was filed. The pump was returned for investigation. About 15 minutes after impella placement, there was a high purge pressure alarm which did not resolve after troubleshooting. Motor current started to increase and there were several pump stops and pump was run at p2 till a pump swap. No data logs were returned. Upon product evaluation, biomaterial was found in the purge gap. The pump was run in the lab and pump stop did not reproduce. The root cause of the temporary pump stop was most likely biomaterial. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ a.3 revised from the initial submission in accordance with updated procedures. G.1 revised manufacturing site fax number from the initial submission in accordance with updated procedures. H.6 added codes 4629, 4114 and 3233 as it was inadvertently left off the previously submitted manufacture device report. The product has been returned since then and the investigation has been completed. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. Additional manufacturer narrative on the previously submitted report stated that the device was discarded. At the time of the previous report, the device was not returned but has since been returned.

Event description:
The user facility reported a patient was placed on impella cp to support crash and burn situation with ongoing chest compressions. The impella was placed and return of spontaneous circulation (rosc) was achieved. However, after 15-20 minutes of support, there was a red alarm for high purge pressure. There were no kinks noted and the system was deaired, but the issue remained. The purge fluid was 5% glutamic acid with bicarb. Following percutaneous coronary intervention (pci), the purge cassette was exchanged but the purge pressure remained high. There was no left ventricular thrombus. The motor current increased and there were several pump stops leading to the pump being explanted and a new one being placed. The pump was running well. However, the patient's condition was noted to have deteriorated during pump exchange.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿